Event description:
Cardiac monitor functioning during transport from ICU to cat scan. Patient found disconnected from ventilator, apneic and asystolic. No audible alarm from pulse oximeter or ECG. Patient resuscitated and returned to ICU. Machine checked the following am. All systems working. Unclear if user error or system failuredevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: telemetry failure, unanticipated, alarm failure, oximeter. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.